Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her ultra 2 meter was reading inaccurately high, compared to another meter (accu-chek). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the initial call. The patient reported that she first became aware of the alleged inaccuracy on (B)(6) 2017, at 9.30 am, alleging that she obtained an inaccurately high blood glucose reading of ¿189 mg/dl¿ with the subject meter compared to ¿139 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using a combination of medication, including metformin and glimepiride. In response to the alleged inaccurate result, the patient reported that she took extra medication, metformin 500 mg and glimepiride 2 mg, and did not eat as much. The patient reported developing symptoms of ¿sweating¿, which she related to having a low blood sugar, she self-treated the symptom by eating extra food and drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.